Event description:
As reported by the end user, while injecting contrast, air was introduced into the fluid management system via the manifold. Once the air was noticed, the procedure was stopped and the suspect manifold was replaced with a new one. The procedure was continued without complications to patient. As the air was only injected into the manifold there was no harm to the patient.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch.